Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the longevity bar was gray. The longevity was unexpected and therefore the implantable cardioverter defibrillator (ICD) was not used. There was no patient involvement.